Manufacturer narrative:
The info on this per was provided by stryker orthopaedics legal affairs department. No additional info is available at this time. As per info received, the devices are not available at the time of the per due to the ongoing litigation. Additional follow-up info may be obtained by the legal affairs as it becomes available. If additional info becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported through the attorney for the pt, as a result of a legal claim that allegedly. "The pt received a trident acetabular hip system." It was further alleged that the pt is experiencing, 'loosening' from the system."

Manufacturer narrative:
Additional patient information. Corrected device information. Reported event: an event regarding loosening involving a trident shell was reported. The event was not confirmed. Method & results: product evaluation and results: not performed as no product were returned. Clinician review: a review of the provided medical records and/or x-rays by a clinical consultant revealed " on (B)(6) 2003 she underwent a primary left total hip arthroplasty for which an operative report describes spinal anesthesia and an anterolateral approach for a diagnosis of degenerative joint disease of the left hip. ... At an office visit of (B)(6) 2005 she was noted to be "doing fairly well with left total hip arthroplasty". ... On an office visit of (B)(6) 2010 she was noted to have left hip and groin pain, increased in the last few days. Pain with hip motion was noted and the x-ray was reported as, "may be a little bit of increased lucency over the acetabulum compared to previously noted." ... On (B)(6), 2010 a revision of the left total hip arthroplasty was performed with a diagnosis of probable loose acetabular component. An operative report describes general anesthesia and the use of the previous incision. It was noted that two aspirations had a negative culture over the last several weeks. The femoral stem had no evidence of loosening at surgery. The report states, "a tamp on the bottom of the acetabulum ... Pressure on it ... Indeed loose". The cup was removed "with much difficulty" ... At an office visit of (B)(6) 2010 the notes state, "a lot of pain ... Intense erythema; warm and tender; admit". On (B)(6) 2010 an operative report describes general anesthesia for an incision and drainage and debridement of an infected left total hip arthroplasty. The surgery included a change of the poly liner and biolox head to the same components. Culture results from the office were not yet available, ... On (B)(6) 2010 a post-operative visit noted that cultures were positive for mrsa and the patient was now three weeks into treatment. ... X-ray printouts include a (B)(6) 2003 MRI of the lumbosacral spine with multiple images. X-rays dated (B)(6) 2006 include an ap and lateral of the left uncemnted total hip arthroplasty with no screws in the acetabulum, nominal position, and the hip is reduced. A series dated (B)(6) 2010 is six ap's of the left hip, some with a needle in the joint and arthrogram dye, which are unchanged and no pathology is noted. X-rays dated (B)(6) 2010 include four ap's and one lateral of the left hip demonstrating the same stem and a larger, more radiodense head. There are no screws in the acetabulum and there is a larger acetabular shell. The hip is reduced and some of the x-rays demonstrate a drain in situ. A series dated (B)(6) 2010 is an ap and lateral of the left hip, which has a 2 millimeter lucency in charnley zone I and 3 millimeters of lucency in zones ii and iii. Otherwise, they are unchanged. An x-ray dated (B)(6) 2010 is a chest x-ray. A (B)(6) 2010 ap and lateral of the left hip are unchanged, and an ap of the left with a needle in the joint is also noted. An x-ray series dated (B)(6) 2011 includes an ap and lateral of the left hip, and two ap's with a needle in the joint, which are also unchanged." Product history review: review of the product history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for this lot. Conclusions: the reported event of loosening of the trident shell was not confirmed nor the root cause determined based on the medical review. The clinician states, ¿there is no examination of the explanted components available and no description of the explanted acetabular shell in the operative report. With multiple injections and aspirations of the hip the possibility of introducing mrsa cannot be ruled out. The alleged failure of biologic fixation in this patient with chronic pain related to her left knee, lumbosacral spine, greater trochanter, and si joint areas can best be ascribed to mrsa infection first noted two weeks after her revision surgery. There is no evidence that factors of faulty prosthetic design, manufacturing, or materials were responsible for the revision surgery performed more than seven years post­ implantation. ... Review of these additional x-ray printouts does not alter the conclusion of my initial report of (B)(6) 2012." No further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened. Corrective action/preventive action: the root cause analysis conducted as part of CAPA determined the root cause of the trident shell loosening is failure to achieve initial biological fixation due to inadequate execution of the recommended surgical technique.

Event description:
It was reported through the attorney for the patient, as a result of a legal claim that allegedly, "the patient received a trident acetabular hip system." It was further alleged that the patient is experiencing, 'loosening' from the system." **update as per medical records noted " a revision of the left total hip arthroplasty was performed with a diagnosis of probable loose acetabular component ... This procedure was very difficult, much more difficult than a standard primary hip replacement and probably took additional 45 minutes to an hour atleast".